Manufacturer narrative:
Unknown if suspect product available.

Event description:
On (B)(6) 2022, an email was received from a patient¿s (pt) legal representative in italy reporting the patient was diagnosed with infectious keratitis while wearing an acuvue® oasys multifocal brand contact lenses (cl). Below is a summary of the medical information provided: on (B)(6) 2022, the pt. Opened a packet, put the lenses on and immediately afterwards experienced severe pain in right eye (od), which began to produce copious discharge. On (B)(6) 2022, the pt. Presented to a hospital and was diagnosed with infectious keratitis. A corneal scraping was performed and found the presence of pseudomonas aeruginosa + . On (B)(6) 2022, the pt. Returned to the hospital for a follow-up examination and microbiological tests confirmed the presence of pseudomonas aerugi-nosa++ on the contact lens and storage fluid. On (B)(6) 2022, a new corneal swab was performed. The representative reported the pt would need a corneal transplant. Summary of the pt¿s medical visits: date of visit: (B)(6) 2022. Cls wearer. From sunday foreign body sensation in od. Od exam: od copious secretions reaching the middle of the cheek; cornea with central infiltrates with ring; ca present with hypopyon. Ivcm: not detectable cysts, suspected pseudomonas infection. A corneal swab was performed and sent for analysis. Slit lamp photos not taken due to vaso-vagal reactions. Corneal scraping: pseudomonas aeruginosa diagnosis: od infectious keratitis. Medications:, glazidim coll., 1 drop every hour; vancomycin, 1 drop drop every hour; lodim coll., 1 drop 6 times a day. Note: no cl use was instructed. Corneal scraping culture results: (B)(6) 2022. Culture examination: pseudomonas aeruginosa ++. Date of visit: (B)(6) 2022. Anterior segment od: abundant secretions that reach the middle of the cheek; cornea with infiltrate central and with ring; ca present with hypopyon. In vivo confocal microsopy (ivcm): not detectable cysts, suspected pseudomonas infection. Medication on presentation: same as previous visit patient reports slight improvement, spontaneous pain reduction compared to yesterday. Medications changed at this visit: glazidim coll., 1 drop every hour; vancomycin. 1 drop per hour; lodim coll., 1 drop 3 times a day; ciclolux call. 1 drop twice a day morning and evening; pain reliever by mouth as needed. Date of visit: (B)(6) 2022. Symptoms were improved. Anterior segment od: abundant secretions that reach the middle of the cheek; cornea with infiltrate central and with ring; ca present with hypopyon. Ivcm: not detectable cysts, suspected pseudomonas infection medications on presentation: glazidim coll., 1 drop every hour; vancomycin, 1 drop every hour; lodim coll., 1 drop 6 times a day; ciclolux call. 1 drop twice a day morning and evening saod: the central corneal infiltrate is clearly cleared, the melting component reduced, ca present remains stable hypopyon compared to yesterday. Medications at visit end: same medications are to be continued. Date of visit: (B)(6) 2022. Pt on presentation: no secretions and no more pain. Od exam: corneal infiltrate of substantially unchanged size; reduced central fluorescent area. More than halfed the hypopyon in ca. Medications: same medications as previous visit are to be continued. Date of visit: (B)(6) 2022. Od exam: reduced size corneal infiltrate much less florid; hypopyon disappeared in ca. The positive fluorescent area is also decreasing. Od culture indicates growth of pseudomonas aeruginosa. Medication changed due to culture results: glazim coll stop; pr/oftacilox coll 1 drop 5 times per day; iodim cll, 1 drop 3 times per day; ciclolux coll 1 drop 2 times per day, morning and evening date of visit: (B)(6) 2022. Follow up pseudomonas keratitis od: pt reported improvement, pain subsided. Od exam: ¿infiltrated as dry, reduced fluo 'positivity; no hypopyon in ca. The positive fluorescent area c is also decreasing.¿ medications on presentation: oftacilox coll 1 drop every hour; vancomycin, 1 drop 5 times a day; iodim coll., 1 drop 3 times a day; ciclolux coll., 1 drop 2 times a day morning and evening. Medication changed at visit end: drop oftacilox call 1 drop every hour; vancomicina 1 drop 5 times per day; iodimi coll 1 drop 3 times per day stop; ciclolux coll 1 drop in the evening date of visit: (B)(6) 2022. Follow up pseudomonas keratitis od: reported improvement, the pain disappeared. Od exam: dry corneal infiltrate; reduced fluo positivity; no hypopyon in ca. The fluorescent area is also positive and decreasing. Medications at visit: oftacilox coll 1 drop every hour; vancomicina 1 drop 5 times per day; ciclolux coll, 1 drop in the evening. Medication changed at visit end: oftacilox 1 drop every 2 hours; vancomicina, stop; ciclolux coll, 1 drop in the evening. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis od: reported improvement, the pain disappeared. Od exam: dry corneal infiltrate; reduced fluo positivity; no hypopyon in ca. Medications at visit: oftacilox coll 1 drop every hour; vancomicina 1 drop 5 times per day; ciclolux coll, 1 drop in the evening medication changes at visit end: oftacilox 1 drop every 2 hours; ciclolux coll 1 drop in the evening; pr etacortilen coll, 1 drop in the morning until friday, then 2 times per day (morning & evening) until re-check. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis od: reported improvement, the pain disappeared. Od exam: dry corneal infiltrate; reduced fluo positivity; ca present; deep optically empty. Medications at visit: oftacilox coll 1 drop every hour; vancomicina 1 drop 5 times per day; ciclolux coll, 1 drop in the evening. Medication change: oftacilox 1 drop 6 times per day; ciclolux coll 1 drop in the evening; etacortilen coll, 1 drop 4 times per day. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis od exam: dry corneal infiltrate; the margins of the positive; fluorescent area are ¿retilineized; ca present; deep optically empty¿. Medications at presentation/pt to continue: oftacilox coll 1 drop 6 times per day; ciclolux coll, stop etacortilen coll, 1 drop 4 times per day. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit. Od exam: corneal infiltrate drier; the margins of the positive fluorescent area are more ¿retilineized especially in the upper sector; ca present, deep optically empty¿. Medications at visit: oftacilox coll 1 drop 6 times per day; etacortilen coll, 1 drop 4 times per day medication change: oftacilox 1 drop 8 times per day; etacortilen coll, 1 drop 4 times per day date of visit: (B)(6) 2022. Follow up pseudomonas keratitis . Od exam: corneal infiltrate in reduction, corneal melting, ca present, deep optically empty. Medications at visit and pt to continue: oftacilox coll 1 drop 6 times per day; etacortilen coll, 1 drop 4 times per day. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit od exam: further reduction of corneal infiltrate and melting. Improved the positive fluorescent area. Ca. Present; optically empty deep. Medications at visit presentation: oftacilox coll 1 drop 6 times per day; etacortilen coll, 1 drop 4 times per day. Medication changed at visit end: oftacilox 1 drop in re 4 times per day; etacortilen coll, 1 drop 4 times per day; tear substitutes 7-8 times a day. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit od exam: further reducing the infiltrate and melting. Improved the positive fluo area. Ac present and optically empty deep; tod:10 mmhg. Medications at presentation: ophthalmic eye drops 1 drop 6 times a day; etarcotilen eye drops 1 drop 4 times a day medication changed at visit end: oftacilox eye drops 1 drop 4 times a day; etarcotilen eye drops 1 drop 4 times a day; heparin eye drops 4 times a day; tear substitutes at least 7 times daily; wait 5 minutes between eye drops. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit. Od exam: further reducing the infiltrate and melting. Improved the positive fluo area. Ac present and optically empty deep; tod:10 mmhg medications at visit presentation: oftacilox eye drops 1 drop 6 times a day; etarcotilen eye drops 1 drop 4 times a day medication changed at visit end: oftacilox eye drops 4 times a day; ertacortilen eye drops 4 times a day; heparin eye drops 4 times a day; tear substitutes at least 7-8 times daily; wait 5 minutes between eye drops. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit: ¿patient with an lac¿ od exam: no infection signs, melting only and deposits from ciprofloxacin. Improved positive fluorescent area. Ac present, optically empty deep; tod: 11 mmhg; confirmed melting with cells inflammatory and deposits. Medications at visit presentation: oftacilox 6 times daily; etacortilen coll., 1 drop 4 times a day medication changed at visit end: oftacilox coll: stop switch to monoflox 1 drops 4 times a day; etacortilen coll. 1 drop 6 times a day (8 12-16-20); heparin coll. 1 drop 4 times a day; tear substitutes at least 7 -8 times a day; wait 5 minutes between eye drops. Date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit. Od exam: ¿confirmed melting with inflammatory cells and deposits; vod mm; no signs of infection. Melting and partially removed by cyprofloxacina, partially removed. Improved positive fluo area. Ca present deep optically empty. Right eye tone (tod): digitally normotonic; it mechanically removes part of the deposits of ciprofloxacin. During such removal the patient presents vagal vessel crisis. Pachymetry: 400cct¿ medications at visit presentation: oftacilox coll 1 drop 6 times per day; etacortilen coll, 1 drop 4 times per day medication changed at visit end: monoflox 1 drop 4 times per day; etacortilen coll. 1 drop 4 times a day; heparin coll. 1 drop 3 times a day; tear substitutes at least 7-8 times a day date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit. Od exam: confirmed melting with inflammatory cells and deposits. Saod: no signs of infection. Melting and deposit from ciprofloxacin. Improved the ac positive flux area present deep optically empty; tod: digitally normotonic; pachiametry od: 400cct medications at visit presentation: oftacilox coll 1 drop 6 times/day; etacortilen coll .1 drop 4 times/ day. Medication changed at visit end: monoflox 1 drop 4 times a day; etacortilen coll. , 1 drop 4 times a day; heparin coll. 1 drop 2 times a day; tear substitutes at least 7-8 times per day; wait 5 minutes between eye drops perform ms-39 to assess injury depth date of visit: (B)(6) 2022. Follow up pseudomonas keratitis visit od exam: no signs of infection; melting and deposits from ciprofloxacin. Improved positive fluo ark. Ac prescient, deep optically blank; tod: digitally normotonic. Medications at visit presentation: oftocilox eye drops 6 times a day; etacortilen eye drops medication changed at visit end: monoflox 1 drops 4 times a day; etacortilcn coll. 1 drop 4 times a day, then 3 times a day until return visit; heparin coll. > stop; tear substitutes at least 7-8 times a day return (B)(6) 2022 no additional information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b00zqcw was produced under normal conditions. It is unknown if the od suspect cl is available for return for evaluation. No additional evaluation can be conducted at this time. If additional information is provided, a supplemental report will be filed.